Manufacturer narrative:
The suspect computer was further tested and was found to be fully functional with no problem found. Testing of the computer was unable to duplicate the reported event. The software investigation found that the reported event was unrelated to a software issue. As previously reported, the medtronic representative found the video connection on the navigation system was loose. The software functioned as designed.

Manufacturer narrative:
Return requested. Replacement computer shipped to site 04/28/2016. Medtronic investigation of returned suspect computer finds that smart data reports no hdd errors. Initial ram test pass. System up and navigating 12hrs+. No unresponsive performance found. On 04/29/2016 a medtronic representative performed a navigation system check-out, hardware test failed. Hardware failure: computer boot-up. During cranial application, the system displayed a no input message for over 15 minutes. Computer replaced. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial procedure, when loading a patient exam, the navigation system displayed a message for 20 minutes no input detected. The medtronic representative opened a side right cover on the navigation system and the signal resumed. In trouble-shooting, went through video chain connections. The surgeon opted to discontinue the use of the navigation system and completed the procedure successfully. There was no delay of therapy. There was no patient present when this issue was identified.